Event description:
It was reported that the patient never had therapeutic effect; following implant of the pump, the did not have pain relief. It was determined the catheter had a two inch split and was replaced in 2008. The patient reported good results with the initial trial. The drug used in the pump is dilaudid. See manf. Report # 2182207200904986 for events following revision.